Event description:
It was reported that an occlusion alarm occurred. Reportedly no pump supplies were changed to address the issue, but the alarms cleared. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.